Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient had difficulty communicating the ipg to the remote control (rc). It was also noted that her ipg was not taking a charge. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
UDI= (B)(4). The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty communicating the ipg to the remote control (rc). It was also noted that her ipg was not taking a charge. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.